Manufacturer narrative:
Retainer ring - black. Customer returned pump for an alleged pump error 68 and stuck keypad found on nov 11, 2021. The pump passed the displacement test and self test. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) on nov 10, 2021 at 23:59 and nov 11, 2021 at 00:09. Additionally, pump error 68 was found on nov 11, 2021 at 00:18 and 00:21 due to corroded battery tube. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary customers alleged pump error 68 was confirmed in the pump history download due to a corroded battery tube. Customers alleged stuck keypad anomaly was not confirmed during testing. Pump passed keypad voltage test as well as self and displacement test. However, corroded battery tube was confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm and stuck button alarm. Customer stated that they were not able to clear the alarm and also keypad button was unresponsive. No harm was required during medical intervention. The insulin pump will be returned for analysis.